Manufacturer narrative:
Trackwise ID (B)(6). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that a vasoview hemopro 2 used for an endoscopic vein harvesting procedure, irrigator was not working. It physically apart from the device broke and wouldn't function. No issue with the btt. The procedure was completed by opening another hemopro 2 device. There was a short delay during the replacement of the hemopro 2 but it didn't impact the outcome of the procedure. The patient was not injured.

Event description:
N/a.

Manufacturer narrative:
Trackwise # (B)(4). The device was returned to the factory for evaluation on 01/11/2023. An investigation was conducted on 1/19/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the tissue. Evidence of tissue was also observed on the c-ring and inside the clear tip of the cannula. The c-ring was observed to be intact with no visual defects observed. The scope wash tubing, with the saline syringe attached, was observed to be ripped out of the cannula. The clear plastic tubing was observed to be kinked in several places. A mechanical evaluation was conducted. The syringe was depressed and saline was able to flow the scope wash tubing with no visual or physical difficulties observed. Based on the returned condition of the device and results of the evaluation, the reported failure "inability to irrigate" was not confirmed, however the analyzed failure "break; scope wash tubing" was confirmed. The lot # 3000279665 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.